Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy after suffering a fall sometime in 2016. Reprogramming was unable to provide resolution. Diagnostic testing showed high impedances on several contacts. As a result, the patient underwent surgical intervention where the lead was explanted and replaced. Effective therapy was restored post operatively.